Event description:
The customer received an erroneous result for one patient sample tested for glucose hk (glucose). The serum sample initially resulted as "around 371 mg/dl" and was reported outside of the laboratory. The doctor ordered an add-on hba1c to the edta plasma tube already present in the lab and the results were normal. Based on this, the doctor ordered repeat glucose testing on the original sample. The customer pulled both the primary tube and an aliquot tube and repeated these. Both resulted in the "80s" mg/dl. The customer considered the repeat result to be correct. The patient was not adversely affected by the event. The glucose reagent lots and expiration dates were not provided by the customer. The field service representative was unable to determine a cause. The customer ran calibration and quality control; all results were within customer specifications. The field service representative ran a precision and this passed. A root cause could not be determined. The customer refused to provide further information. No problem is indicated with the instrument or reagent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.